Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that vessel puncture closure of a femoral vein was attempted using a proglide device via a 8f sheath relative to a pulmonary vein isolation ablation procedure. Reportedly, the suture tangled with a previously placed sheath during the procedure. The method used to remove the suture and to achieve hemostasis were not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The patient is fine. No additional information was provided.